Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads have broken while brushing [device breakage] .no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that both of the oral-b power oral care refills (sensitive brush heads) had broken while he was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. Relevant history: none reported. No further information was provided.